Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity and date of event are unknown; no information was provided. A field service specialist (fss) visited the site before and after the notification of the reported event and performed full system and handpiece checkout; specifications were met following each visit. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the system was in phaco mode, but was not creating any energy. The patient experienced a corneal burn and required additional attention as a result.